Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous and arterial air alarms occurred at the end of a routine hemodialysis treatment. Partial rinseback was performed due to visible air in the line, resulting in an estimated blood loss of 160cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not completing rinseback due to visible air in the line. The cycler alarmed appropriately to the presence of air. Facility staff attributed the alarm to user error. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.